Manufacturer narrative:
The delivery system was returned for evaluation and an engineering evaluation was performed. The 26mm commander delivery system was returned, partially inserted through the 14f esheath and fully inserted through the loader cap assembly, with the stopcock attached. The delivery system was in the locked position, with 50% fine adjustment and no flex in use. A kink on the balloon shaft was observed, likely due to packaging. Visual inspection of the returned device was performed and the following was observed: balloon appears stuck inside delaminated sheath liner near the distal tip. The inflation balloon burst and separated (radially and longitudinally). The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review reveal other similar complaints with device return. However, no manufacturing nonconformance was identified during the evaluations. Available information suggests that patient factors (calcification) and procedural factors (inflation balloon with extra volume, withdrawal of burst balloon) likely contributed to the similar events. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst, difficulty or inability to withdraw system through sheath, and balloon material separated were confirmed by the imagery provided and returned device condition. However, no manufacturing non conformance was identified during the evaluation. Measurements of the balloon single wall thickness met the respective specification. A review of the DHR, complaint history review, lot history and manufacturing mitigations did not provide any indication that a manufacturing non conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, the balloon burst on deployment. As noted, the degree of calcium in the annulus/leaflets was thought to be heavily calcified. The presence of calcification in the annulus can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient factors (calcification) contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing non conformances were identified. Therefore, no corrective or preventative actions are required at this time. Per the complaint description, balloon retrieval through the esheath was very difficult after the balloon burst. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Available information suggests procedural factors (withdrawal of burst balloon) contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing non conformance were identified. Therefore, no corrective or preventative actions are required at this time. Upon visual inspection of the device, the balloon appeared to be separated. It is likely that additional pull force/excessive device manipulation was applied to overcome the withdrawal difficulty, because of the balloons altered profile (burst balloon), led to the separation of the balloon material. Available information suggests procedural factors (withdrawal of burst balloon/excessive device manipulation) contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing non conformance were identified. Therefore, no corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Supplemental report being submitted for additional information received. As per the preliminary engineering observations, there was missing balloon material noted, the esheath c-marker separated during use, and there was a liner strand. Updated h6 device code. The evaluation is in progress. A supplemental report will be submitted upon evaluation completion. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02235.

Manufacturer narrative:
The device return is in progress. A supplemental report will be completed upon evaluation completion.

Event description:
As reported, this was a 26mm sapien 3 tavr case by transfemoral approach in aortic position. During the procedure, the balloon burst on deployment and then caused the sheath to invert on removal. The valve was successfully deployed. A surgical cutdown was required to remove the devices. The final patient outcome was good. As per medical opinion, the root cause of the event was calcification and balloon retrieval through the esheath was very difficult after the balloon burst.